Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl that required assistance to treat; cause was unknown. The customer was given glucose tablets and soda to treat low bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding low bg.